Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was admitted on (B)(6) 2019 for driveline debridement. The driveline debridement was completed on (B)(6) 2019. Patient was recovering in step down as expected with chronic orthostasis and slow onset anemia. Anemia was being treated with blood transfusions. On (B)(6) 2019 at 1228, the patient had become unresponsive with vomiting, blood pressure was not registering. Dopamine was increased, nasogastric tube placed and patient transferred to cardiovascular intensive care unit with packed red blood cells infusing. Resuscitative measures were taken and on (B)(6) 2019 at 1457, patient stabilized but tenuous. The cause of rapid decline was presumed to be hemorrhagic shock. The patients family was counseled on events and patient¿s status. The patients family wished to withdraw support and allow a natural death. The patient was extubated and had vad disconnected. Patient passed away on (B)(6) 2019 at 1606. The family declined autopsy. The account will not be providing additional information or answering any follow up questions as they have determined that the adverse event was not therapy related. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a root cause for the reported infection could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the report of anemia could not be conclusively determined through this evaluation. The account reported the patient was admitted on (B)(6) 2019 for driveline debridement. The driveline debridement was completed on (B)(6) 2019. The patient was recovering in step down as expected with chronic orthostasis and slow onset anemia. The anemia was being treated with blood transfusions. On (B)(6) 2019, the patient had become unresponsive and symptomatic. Resuscitative measures were taken on (B)(6) 2019 and the patient was stabilized. The account suspected the cause of the rapid decline was due to hemorrhagic shock. The patient's family wished to withdraw support. The patient was extubated and had their vad disconnected. The patient passed away on (B)(6) 2019. The family declined an autopsy and the device would not be returned. The account will not be providing additional information and determined that the outcome was not therapy related. The hm3 IFU lists driveline infection and bleeding as adverse events that may be associated with the use of the hm3 lvas and provides information regarding how to prevent infection and how to care for the driveline exit site. Hm3 IFU lists driveline infection, bleeding and death as an adverse event that may be associated with the use of the hm3 lvas and provides information regarding how to prevent infection and how to care for the driveline exit site. The account noted the outcome was not device related. No further information was provided. The manufacturer is closing the file on this event.